Event description:
The manufacturer received information alleging a trilogy evo "software update failed". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint of (software update fail) was confirmed. The technician confirmed the occurrence of critical error codes found in the ventilator's downloaded error log. Error e-156 "therapy held in boot monitor software", therefore the technician recommends replacing the system board to address the issue. Error code e-46 was recorded during the diagnostic test and in the event log after the system board was replacement, therefore the internal and detachable battery pack was replaced to address the issue. In addition, error code e-223 (fio2 sensor railed to minimum value) sensor adc voltage-failed in event log after the system board was replacement, therefore the fio2 sensor was replaced. Upgraded to software version 1.06.10. The device was repaired and passed final test.